Manufacturer narrative:
Batch review performed on 02 february 2022. Lot 155169: (B)(4) items manufactured and released on 11-dec-2015. Expiration date: 2020-nov-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event since 2018.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. At 5 years and 11 months after the primary surgery, the surgeon revised the stem, head, and liner. The surgery was completed successfully.